Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that customer were experiencing high blood glucose level. Blood glucose level at the time of the incident was 500 mg/dl. Customer also stated other blood glucose value was 320 mg/dl. Customer stated hospitalization had nothing to do with high blood glucose level. Customer was not using auto mode. Customer did not need troubleshooting. The insulin pump will not be returned for analysis.